Event description:
The central venous catheter was being placed via the femoral approach. During the placement of the device, the wire guide was left in the pt. They were able to located the wire guide and remove it with no sequelae to the pt.

Manufacturer narrative:
Evaluation: no product was returned to assist in our investigation. Based on the info provided, it appears that the damage may be due to an error performed by the physician. We can advise that in the attached instructions for use booklet (IFU), we state: "after catheter is in position, remove wire guide. Venous blood should be easily aspirated."